Manufacturer narrative:
H.6. Investigation summary: a complaint of stopcock handle being assembled incorrectly was received from the customer. A photo of the assembly drawing was returned for investigation. A device history record review for model 42511e lot number 22109098 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 05oct2022. There was a quality notification issued for the failure mode reported by the customer during the production build of this set. Due to the defect not being able to be seen in the photo, the failure could not be confirmed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set had a stopcock handle that was assembled 180° in opposite direction. The following information was provided by the initial reporter: it was reported by the customer that stopcock handle was assembled 180° in opposite direction.